Manufacturer narrative:
The customer was not required to return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant inr result for 1 patient from coaguchek pro ii meter serial number (B)(4) compared to the laboratory result. The result from the meter was 5.1 inr and the result from the laboratory was 3.25 inr. There was no allegation of an adverse event.